Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated a bag fell and disconnected from the cassette. The home patient (hp) would finish with a manual exchange and notify the peritoneal dialysis (pd) registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the pd rn on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the event and the hp is aware of the proper procedures.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).